Manufacturer narrative:
Update to d4: lot number. In addition, 2 expiration dates were reported: 200625, 200525.

Event description:
It was reported that the syringe was "too difficult to use" and that leakage from the plunger was noted.

Manufacturer narrative:
It was reported that the syringe was "too difficult to use" and that leakage from the plunger was noted. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be reproduced or confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 200625.

Manufacturer narrative:
Correction to include the two expiration dates reported for the lot numbers associated with the reported issue: 4/25/2025, 5/25/2025.